Event description:
A doctor of ophthalmology reported that air bubbles were coming from the infusion and from the vitrectomy during surgery. It was not necessary to use a new product. There was no patient harm.

Manufacturer narrative:
Evaluation summary: the device history review shows the product was released per specifications. The returned sample was visually inspected and no obvious defects were found. A leakage test was performed on the cassette using an external pressure source and no leak was detected. A system console representing the current software version was used to test the sample. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass iop calibration successfully. No anomalies were observed during priming. The infusion pressure was measured at multiple setpoints throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. No bubbles were observed during functional testing; the customer's event could not be replicated. The root cause remains inconclusive, the returned sample met specifications.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).